Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns of possible right ventricular (rv) loss of capture (loc) on this implantable cardioverter defibrillator system. The lead trend shows variable rv thresholds, with some high readings and some results missing. Boston scientific technical services could not confirm or deny loc due to the little available data that was provided. Boston scientific technical services recommended that the next time the patient is in-clinic they perform a save memory to disk and engineering can review more data and provide a more detailed analysis. This device remains in service and there were no adverse patient effects reported.